Event description:
Consumer calling for family member and reports inaccurate readings and e-3 errors. Nurse needed to contact consumer regarding the readings they were getting off the family member's meter. Did not know what readings to believe and did not have another meter to use. Analysis run on clark error grid using mean avg reading (348) as reference point vs bd readings (495, 408, 207, 283) yielded some data points in the c range of the grid, outside acceptable limits.